Manufacturer narrative:
The device was returned with only the customer's tubing and power supply; therefore, it was evaluated on (B)(6)2019 with the returned tubing, power supply and remaining medela lab parts/accessories. The device passed suction and cycle specifications when tested on four (4) separate occasions. It was identified during the product evaluation that the customer's tubing was dirty. Refer to attached product evaluation and pictures. Any foreign contaminants that hinder the device's ability to form an adequate vacuum seal could potentially result in lower suction. It is very difficult to determine exactly how much contamination under normal use is needed for pump vacuum to suffer, but it is a known failure mode causing low suction. The pump in style instructions for use details cleaning procedure for the parts and accessories. It is also a common troubleshooting item to check. The customer's report of low suction is plausible.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set. The troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer confirmed that she was prescribed an antibiotic on (B)(6) 2019. She indicated that the replacement pump was working without issue and the mastitis was resolved. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that she was experiencing low suction with her pump in style breast pump, even after replacing the parts. She further alleged that she had mastitis and clogged ducts, for which she was prescribed antibiotics which she finished the week previously.